Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Unique device identifier (UDI) unknown. Additional PMA/510(k) number k011028/k013227. Initial reporter: fax number unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor indicated infection at tooth site #24. The patient felt uncomfortable one week after wearing denture at the secondary repair. Patient came to the hospital for examination and found infection at the implant. Symptoms as a result of the event: inflammation & pain.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D4: unique device identifier (UDI) number was added. D4: device expiration date was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: tyoe of investigation codes were added: 3331 and 4110. H10: narrative/data was updated. Osseo-integrated dental implants are an important tool in prosthetic dentistry and provide edentulous patients with alternative replacements for teeth. Although most implants are extremely successful, with survival rates of up to 98% for implants placed in controlled clinical settings, implants can fail. One of the main reasons for this minor defect rate is attributed to infection, which is likely due to related patient factors (i.e. Insufficient oral hygiene, genetic predisposition). Dental implant infection is a well-documented, previously investigated failure which is currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess dental implant infections as potential failures with adequate controls in place. DHR review was completed for the subject lot number (63849299). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st#3341) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63849299) for similar events (complaint category keyword: medical: infection) and 3 other complaints were identified. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the infection of an implant have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.